Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the monitor had low readings. The clinical staff confirmed the placement of the sensor as troubleshooting step and verified the readings were being read correctly and there was no error code reported. The software version were up to date and preamp was matched. An adult sensor was used in cerebral location and the customer stated the site was having difficulty getting used to readings that have a more relative span. There was no patient harm.